Event description:
Tlc75 linear stapler/cutter malfunctioned and another stapler was obtained and malfunctioned the same way. The pre-loaded cartridge exposed the staples at the proximal end of the instrument. The replacement stapler was from the same lot number at the first stapler. The second stapler was removed from the field as well and replaced with another device with a different lot number. The stock in the back room was checked and there were no more from this lot.